Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a loose hub gear. Event log history was performed and indicated that system fault 41,622 occurred 1 0 0 3 was recorded in history. During analysis, the reported problem was able to be duplicated. Error 41622 was duplicated when motor did not run while motor test. Pump was opened for inspection and a loose hub gear was found to be the root cause of the reported issue. Service lined the hub gear correctly and tighten screw to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was in the patient's use for about 2 months, then it had an error code 41622 running horizontally and error code 1003 running vertically. There was no patient or clinical injury.